Manufacturer narrative:
Samples were collected in (B)(6) sst tubes and stored at room temperature. The samples were centrifuged at 4000rpm for 5 minutes. Controls are run 3 to 4 times a day. Controls run before and after the event were within the lab's established ranges. A field service engineer (fse) replaced the creatinine module which resolved the issue. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report. Please note that this report is being sent as a correction to report 2050012-2010-00151. The initial report was submitted as a product problem instead of an adverse event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high creatinine (cre) results generated by the unicel dxc 800 pro synchron clinical systems. The erroneous results were reported outside the lab. Upon repeat lower results were obtained. Treatment was affected for one patient. Amikacin treatment was halted due to the high cre result. Once the retest result was confirmed to be lowered and comparable to the previously known result, the amikacin treatment was resumed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high creatinine (cre) results generated by the unicel dxc 800 pro synchron clinical systems. The erroneous results were reported outside the lab. Upon repeat lower results were obtained. Treatment was affected for one patient. Amikacin treatment was halted due to the high crem result. Once the retest result was confirmed to be lowered and comparable to the previously known result, the amikacin treatment was resumed.

Manufacturer narrative:
Samples were collected in sarstedt sst tubes and stored at room temperature. The samples were centrifuged at 4000 rpm for 5 minutes. Controls are run 3 to 4 times a day. Controls run before and after the event were within the lab's established ranges. A field service engineer (fse) replaced the creatinine module which resolved the issue. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.